Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(4), batch: 7119070.

Event description:
It was reported the patient experienced inadequate stimulation with their drg system. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.